Event description:
Caller reported blood glucose results of 369 mg/dl, 218 mg/dl, and 565 mg/dl on the advantage system within 10 mins. Reported no adverse event relative to this discrepancy. Strips were expired at time of call, not at time of discrepancies. Strips discarded, replacement system was sent.